Manufacturer narrative:
A ge healthcareâ¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in battery failure. There was no patient involvement.

Manufacturer narrative:
As per the information available the battery backup was more than 10 mins, and hence this record will be deemed to be not reportable. It was determined that there is no death or serious injury resulting from this event.